Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the lamp was out prior to a surgical procedure. The lower lamp was used to proceed with the case. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported system message (sm) was replicated. The illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on may 30, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming illuminator. However, how or when it became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).